Manufacturer narrative:
Date patient infection began is not known. This report is for an unknown screws: cancellous: qty:2. Part and lot numbers are unknown; UDI number is unknown. Device not being returned. No information due to unknown part. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient sustained a fracture of the right tibia and fibula. On (B)(6) 2018, the surgeon performed a fracture repair using an intra-medullary tibial nail, ti lcp one-third tubular plate w/collar, four locking screws (2 proximal, 2 distal), and two 4.0 cancellous screws in the tibia to maintain anatomic reduction. It was noted that the patient manifested a blister that excreted pus on the posterior medial area of the right distal tibia. Patient was returned to surgery on (B)(6) 2018 for removal of all hardware due to infection. No additional hardware was implanted as patient fracture is healed. Patient outcome or surgical delay are unknown. Concomitant device reported: intra-medullary tibial nail (part# 04.004.55s, lot# h454089, quantity# 1). This is report 1 of 4 for (B)(4).

Event description:
It was noted while exiting a vehicle on (B)(6) 2018, the patient sustained a fracture of the right tibia and fibula. Culture samples were taken with no results provided and antibiotics were given post-operatively. This report is for two (2) unknown 4.0 cancellous screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.